Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. Moisture was noted behind the display and the entire left side of the display is cloudy. The issue was noticed two days prior to the complaint. There was no reported adverse event associated with this complaint. This complaint is not being reported because the issue of worn buttons is not likely to cause an adverse event and there is no issue with responsiveness of buttons.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-sep-2019 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. There was a leak due to a crack in the pump casing. Moisture and corrosion were found on the transceiver board and on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.